Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot#: unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began (B)(6) 2020. It was reported that the patient's bandage was soaked with blood. They were advised to follow up with their healthcare provider. Two days later, they reported they had been to the emergency room (ER) twice since having the procedure, as their lead kept coming out. They were again advised to follow up with their healthcare provider for further assistance.